Manufacturer narrative:
Plant investigation: an actual sample from the customer was received on (B)(6) 2019 with the original package identified with code number 050-87216 and lot number 19hr08082. The reported event was confirmed. During disinfection of the actual sample, a leak was found in the cassette film. The visual inspection found one pinhole in the film. Further inspection found no damage to the cassette (hard plastic). There were no sharp edges in the carts or on the machine surface that could cause damage to the cassette on the production line. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. In addition, the complaint database was queried and no additional complaints with the same failure mode have been received for this lot. The product involved was released meeting specifications. Upon physical evaluation of the returned cassette by the manufacturer, the reported event was confirmed, however the cause of the damage/leak could not be established.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 4 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cassette was available to be returned to the manufacturer for physical evaluation and the old cycler was returned to the manufacturer for physical evaluation.